Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. This device was included in a field action. Based on the information received and without the return of the product it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) after receiving shock therapy from the implantable cardioverter defibrillator (ICD). Upon interrogation of the device in the ER, it was noted that the device had a power on reset. A check in time-stamp indicated that the por occurred at the same time as the shock. It was noted that wireless telemetry was no longer available on the device. It was suspected that there was an insulation break in the right ventricular (rv) lead that caused arcing between the lead and the device during the shock resulting in the por. The device was reprogrammed. The device and the rv lead remains in use. No further patient complications have been reported as a result of this event.